Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 15-jun-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-002176991

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced a cardiac tamponade which required pericardiocentesis. During a premature ventricular contraction idvt case, during the ablation phase, a pericardial effusion was noticed. There were high force readings on the carto 3 system which made them check for a pericardial effusion using the intracardiac echocardiogram (ice) catheter. The pericardial effusion was confirmed by ice. After the discovery of the injury, the patient had a drop in blood pressure. Medical intervention provided was pericardiocentesis and 1000cc of fluid was removed. The patient was reported to be in stable condition. The patient did not require extended hospitalization because of the adverse event. The physician believes too much force may have caused the pericardial effusion. Six ablations were performed in right ventricular outflow tract. The flow setting was set to 15ml. The correct catheter settings were selected on the generator. No issue with flow rate change at the start of ablation. There were no catheter exchanges and no transseptal puncture. Physician stated there felt like there was a steam pop.